Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old female patient, the patient received a pacer pulse in demand pacing, lower than the heart rate. The setting was under 40 and it paced above 40 bpm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation for evaluation: the device was put through extensive testing without duplicating the reported event. Review of the activity log does not show evidence of the customer's report. It is important to mention the electrodes used at the time of the reported event were returned and evaluation found no assembly or performance discrepancies. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat (B)(6) year old male patient , the patient received a pulse in demand pacing higher than the heart rate. Complainant did not indicate that there was any patient involvement in the reported malfunction.